Event description:
Info rec'd indicates during a preventive maintenance check the technician found the ground resistance reading was out of range.

Manufacturer narrative:
The technician replaced the power cord plug to repair the bed.